Event description:
Catheter placed (B)(6) 2010 - broken (B)(6) 2010 - crack in the bifurcation.

Manufacturer narrative:
The device has been returned to the MFR for eval. A chr review showed no other similar complaint file(s) from this lot.